Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) previously showed five and a half years remaining longevity. During the recent check, the device reached explant indicator. Boston scientific technical services (ts) discussed that the charge time increased from eleven seconds to 16 and a half seconds for autocap reforms which triggered elective replacement indicator (eri). There was no further information provided. As of this time, the device remains in service. No adverse patient effects reported.